Event description:
After hitting head on the implanted side, this patient stopped responding to the implant. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.